Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The analyst indicated that beginning (B)(6) 2015, ventricular sensing integrity counts were up to 349. Non sustained ventricular tachycardia episodes were noted with evidence of lead noise oversensing. Analysis of the device memory also indicated the right ventricular lead integrity alert was triggered. The right ventricular (rv) lead warning occurred on (B)(6) 2015 for sensing integrity counts greater than 30 in 3 days and rv lead impedance variation in the last 60 days. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) was triggered for the right ventricular (rv) lead and noted via remote transmission. It was noted that the lead exhibited elevated sensing integrity counts (sic) and noise. A lead fracture was suspected and detections were programmed off. Upon removal of the lead, the physician noted that when "cut at the trifurcation, the inner conductor pulled out of the lead with little resistance up to around the subclavian area." The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo.